Manufacturer narrative:
(B)(4). The actual device was not returned. The device history record was reviewed, there were no issues noted. The raw material inspection information was also reviewed and there were no issues noted. Per the photograph provided by the customer it appears to be a small diameter line with a flared end. Indicating a connection had been made. It is unclear which luer connection became 'unbonded'. There also appears to be fluid still in the tubing which limits the photographic evaluation. Further information is expected. (B)(4).

Event description:
The customer reported that pigtail to the luer became unbonded during the case. There was approximately 200 cc blood loss as a result of the event. The perfusionist mitigated the leak by placing his finger over the line. There was a delay but the amount of time was not specified. The line was replaced and the surgery was finished without incidence. There was no patient injury.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted september 23, 2016. (B)(4). The an incomplete sample was returned, it consisted of 6 1/8" of tubing with only the female luer attached to the line. The male luer was not returned with the sample. A visual evaluation of the line showed that the flared end was actually a jagged ridge which is consistent with the tubing breaking at the end of the connector. In order to try and replicate the issue, several samples were built and tested for tensile strength. None of the samples failed for tubing breakage at the end connector, all failed for the bond breaking. Additionally a physical evaluation of the tubing was done by taking a cross section of the tubing that had been returned and measuring the outer diameter and it was found to be within specification. It could not be determined if the male luer connector became unbonded or if the tubing had broken sine the male connector was not returned. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.